Event description:
We received a report that during the implantation of an zmb00 intraocular lens, the surgeon noted that he had ''popped'' the capsular bag. He cut the lens in half and took it out and discarded it. The report indicated the event was due to ''user error'' and that an incision enlargement was not required to remove the device. Patient is reported to be doing fine.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.